Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed all incoming testing with no anomalies found.

Event description:
It was reported the output seems to be fluctuating. The device was returned for test and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.